Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medical ag received a report stating that the ventilator's display suddenly turned black, the audible alarm (buzzer) sounded, and ventilation stopped. No technical faults (tfs) were logged in the device¿s records. The hospital staff replaced the device with dräger ventilator. No patient impact or consequences were reported.the investigation to verify the allegation is still in progress.